Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, it was notified that the compression sleeve handle no longer connects properly to the 2.4- or 3.0-mm compression sleeves. It does not slide into the proper recess to ¿lock¿ into place and is therefore loose. There was no patient consequence. Concomitant device reported: unk - screws: 2.4/3.0mm headless compression (part# unknown; lot# unknown; quantity: unknown). This complaint involves one (1) device. This report is for (1) compression sleeve handle. This report is 1 of 1 for (B)(4).